Event description:
It was reported that the patient experienced a bacteremia infection. A transesophageal echocardiogram (tee) was performed, and vegetation was suspected on the leadless pacemakers. The devices were successfully explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of the infection could not be established.